Event description:
It was not possible to push the coil out of the introducer sheath. Failure analysis determined that the returned coil exhibited compression and kinking damage.

Manufacturer narrative:
The echelon 14 microcatheter and the hemostatic valve were not returned. Located off the proximal end at 38.0 cm and 61.0 cm are two kinks on the core wire. Also located at 84.0 cm and 85.0 cm off the proximal end is a severe double connected kink. Located on both sides of this double connected kink, th resheathing tool has been severed into two pieces. The fracture is ductile in nature. No material defects were found t the severed ends. As viewed through the sheath, the proximal end of the coil has severe damage including buckling and compression). Tension was applied to the proximal end of the coil for socket ring inspection. The coil's socket ring has been severed from the solder point. Note the severe compression and buckling on the coil. Except as noted, the distal section of the coil is undamaged. The coil's ball tip has damage at the radius. Also note that the first six primary windings off the ball tip have been kinked which produced an angle between the first six primary winds and the adjacent primary windings. The coil was returned with severe compression and buckling to the proximal section. The evidence suggests that distal interference most likely contributed to the complaint event. The source and location of this interference cannot be determined. In addition; without the return of the echelon 14 and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.